Event description:
Us complainant reported the patient was on impella rp support. While on support, the patient had renal failure. Creatinine jumped from 1.1 to 4.0 and urine output dropped significantly; patient was anuric. Additionally, the patient had hemolysis. Patient was given two units of red blood cells. Impella was removed due to hemolysis. The patient survived the event.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of hemolysis and renal failure has been completed. The cut pump was returned for investigation. Biomaterial was found in the inlet cage. No further investigation was performed due to the cut product. The data log shows a small spike in motor current, with an observed rise in placement signal and a drop in flow on the same day of pump use. The cvp dropped, and a rising trend in purge pressure was seen during the impeller interaction event. Additionally, pump flow was slightly lower than expected during the rest of the case, with some trends noted on the placement signal and motor current. The cvp was positive in the meantime. No abnormalities were reported on 5s optical signal parameters during case run. The cause of the hemolysis issue was most likely biomaterial, based on data log review and returned product investigation. The cause of the renal failure issue was not determined due to insufficient clinical details. D4 unique identifier (UDI) # was inadvertently reported incorrectly on manufacturer device report 1220648-2025-25737.